Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer that the em210 overheated significantly. No patient impact.

Manufacturer narrative:
Analysis of the handpiece found that it is unrepairable due to motor failure, could not test or do pre-test motor not running. The unit was scrapped. (B)(4). If information is provided in the future, a supplemental report will be issued.